Event description:
Inpatient was being imaged by MRI technologist on siemens tim trio platform. The pt squeezed the alarm and the technologist entered the scan room to tend to the pt. Pt was brought out of the scanner and the nurse accompanying the pt, who was located outside of the scan control room, brought a ferrous wheel chair into the MRI scan room without the technologist's knowledge. Chair was propelled into the scanner without any harm done to pt, technologist or nurse.